Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported intermittent speaker malfunction error. Without confirmation of sound loss. No patient harm was reported.